Event description:
Device nicked the pt's dura.

Manufacturer narrative:
The mfg history records for this lot were examined and no discrepancies discovered. Visual examination revealed outer and inner drill damage apparently from previous clinical use. This unit was tested for proper function and performed properly for ten test holes. The reported failure could not be duplicated.